Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they were having lots of pain on the right side and ins area was sore. The patient reported that the ins felt like a "ridge." They were not feeling stimulation on the left side and only on the right side. No falls or trauma was reported. The change in therapy/symptoms were considered to be sudden. The patient later reported that the right side was causing doubled pain. The pain was not from the stimulation but from physical pain on the right side of the buttock. The ins was reported to be on the left side. The patient reported that the device never really helped since it was replaced on (B)(6) 2014. The pain was above the hip on the right side. It was reported that the patient turned off the device and the pain stopped. Relevant medical history includes post lumbar laminectomy syndrome and spinal pain. No cause, outcome, or intervention was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) reported the patient saw a manufacturer's representative (rep) on (B)(6) 2015. The hcp had no more information at the time. If additional information is received, a follow-up report will be sent.